Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer was giving himself a bolus when the pump alarmed motor error. The customer's blood glucose was 226mg/dl. The customer received several motor error and no deliveries. The customer was advised the insulin pump will be replaced and discontinue the use and revert to back up plan.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery and e70 alarm was confirmed in the history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to perform off no power, a21 error test, occlusion, no delivery test due to motor error alarm. The insulin pump passed rewind, idle current, run current, self-test, basic occlusion, prime and displacement tests. The insulin pump had minor scratched display window and cracked reservoir tube lip.